Event description:
Patient 2 of 3: it was reported while using one bd vacutainer® push button blood collection set, blood leaked from the tubing onto the patient's bedding and phlebotomist's clothing. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 09-jan-2026. Investigation summary: bd received 260 samples for investigation. Out of these, 10 samples were examined, and holes in the tubing were identified. Additionally, 10 retained samples underwent visual inspection, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: hole in product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 3: it was reported while using one bd vacutainer® push button blood collection set, blood leaked from the tubing onto the patient's bedding and phlebotomist's clothing. There was no other health impact or consequences reported.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.